Manufacturer narrative:
Concomitant products: product ID: 8637-20, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: pump. Product ID: 8590-1, lot# n178418, implanted: (B)(6) 2009, product type: accessory. (B)(4).

Event description:
Information was received from the device manufacture representative, regarding a patient receiving intrathecal clonidine 300 mcg/ml at 78.6 mcg/day and dilaudid 10 mg/ml at 2.62 mg/day via an implantable infusion pump. The indication for use of the device was for non-malignant pain and other chronic/intract pain (trunk/limbs). The concomitant medications and patient history were not reported. It was reported that at the pump replacement on (B)(6) 2015, a catheter issue was identified. The catheter was not able to be aspirated during the pump replacement due to normal battery longevity. Several failed attempts were made to aspirate the catheter. The patient had been reaching efficacy prior to the replacement so no prior issues were reported per the device manufacture representative. The healthcare provider (hcp) made the decision to prime the pump on back table, because the patient stated that he was receiving good therapy and the expected reservoir volume matched the actual reservoir volume from the old pump. The clonidine was changed to 100 mcg/ml at 27.5 mcg/day and dilaudid was changed to a dose of 2.75mg/day. No patient symptoms reported. The cause of the inability to aspirate the catheter was not determined. If additional information becomes available, a follow-up report will be submitted.